Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to wear of angle wire, bending angle in up direction did not meet the standard value, nozzle had foreign objects, due to a pinhole on instrument channel tube, water tightness lost, due to wear of angle wire, the play of up/down knob out of the standard value, adhesive on angle rubber chipped, adhesive on angle rubber cracked, adhesive on angle rubber had white-clouded area, due to clogging of nozzle, water removal ability did not meet the standard value, adhesive around objective lens peeled, light guide lens cracked, adhesive around light guide lens peeled, distal cover burn, connecting tube has a scratched/wrinkled. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an evis lucera elite gastrointestinal videoscope, having insufficient angle. Upon inspection and testing of the customer returned device, foreign material was found clogged in the scope air/water nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
Corrected fields: h10 (information regarding the user's reprocessing methods was inadvertently missed on the initial). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. The nozzle was not deformed and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The device was cleaned, disinfected, and sterilized prior to requesting repair. It is unknown when the foreign material adhered to the scope or if the scope was used with the material attached. It is unknown if there was a delay to the start of precleaning. The nozzle was flushed with air and water during precleaning. There were no abnormalities with the accessories used for reprocessing. The scope was no submerged in detergent solution. It is unknown if the nozzle was wiped/brushed with a clean lint-free cloth, brush, or sponge. The nozzle was flushed with detergent solution. The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscope]. 9. Inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [Inspection of the objective lens cleaning function]. Inspection of the water feeding function: 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. While observing the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.